Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that surgical intervention was undertaken to reposition the patient's ((B)(6)) lead due to ineffective stimulation. However, during the procedure, the physician experienced difficulty inserting the stylet into the lead. Efforts to facilitate insertion with use of a lubricant were not successful. The reported difficulties extended the procedure by approximately an hour. The physician decided to replace the lead. Effective stimulation was recaptured for the patient following the procedure.